Event description:
Information was received from the vendor that the unit's low heart rate alarm was not working during the checkout procedure being performed by the vendor's repair technician. There was no patient involvement or reported patient harm. A repair evaluation was performed and the customer's complaint was confirmed. It was discovered that the low heart rate alarm was not functioning to specification - all other alarms; high heart, apnea, sibling, etc. Were functioning to specification. The unit has been forwarded to engineering for root cause analysis.